Event description:
It was reported that an asymptomatic patient presented in or for a normal device change out procedure. After a shock was attempted, low hv lead impedance was observed. An error message stating "shorted output stage detection" was noted. The device was explanted and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.